Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to noise. The patient had no complications during the case and there were no adverse events.